Event description:
It was reported that the marker part at the tip of the retrieval sheath was torn off and remained inside of the patient. Vascular access was obtained via radial approach with an 8f non-boston scientific (bsc) guide catheter. The guide catheter became kinked at the severely bent part of the brachiocephalic artery. The stenosed target lesion was located in the severely tortuous internal carotid artery. A 3.5-5.5mm, 190cm filterwire ez embolic protection system was selected for use and advanced without any issue. After stent placement, the filter was able to be captured within the retrieval sheath, but it got caught on the kinked part of the 8f non-bsc guide catheter. When it was pulled, the marker part at the tip of the retrieval sheath was torn off. The torn tip marker part remained inside the patient's body and was carried to the distal anterior cerebral artery. Since the blood flow was maintained, the procedure was completed as it was. No complications were reported.